Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that 1 suture broke during this one procedure?

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2019 and suture was used. During the procedure, the suture was broken during use. This event occurred in some needle-sutures. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). The following additional information was obtained: the total number of suture breakage is unknown. No further information will be provided.